Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not perform the air removal step during the load sequence. Tandem technical support educated the customer on the proper load sequence steps. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 179 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.